Event description:
Home patient (hp) reports switching supply bag to already spiked line of homechoice set while troubleshooting an alarm situation during automated peritoneal dialysis treatment. Hp was advised to discontinue treatment at that time and set up new supplies. Rn reports no pt injury or medical interventions as a result of incident.